Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification. The customer reported system error 345 was not reproduced during evaluation. A review of the event history log identified multiple system error 345 alarms. The downstream sensor was replaced to correct this condition. The device was previously serviced (B)(6) 2018. The reported symptom of system error 345 appears as a repeat symptom. During the previous servicing the thermistor values were found out of specification and were calibrated. Additionally the upstream sensor was replaced during the prior service. Review of the prior service record indicates all service actions were completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a system error 345 (thermistor disparity) alarm. There was no patient involvement. No additional information is available.